Manufacturer narrative:
Continuation of concomitant products: product ID 97745, serial# (B)(4), product type: programmer, patient. Product ID 97745, serial# (B)(4), product type: programmer, patient. Product ID 97755, serial# (B)(4), product type: recharger. Product ID 97745bp,serial# (B)(4), product type: accessory. Product ID 97755, serial# (B)(4), product type: recharger. Product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information on (B)(6) 2019 patient indicated patient received new components yesterday, and it did not correct the issue as far as inability to charge ins, patient had not been able to use ins for the past couple days. Technical services and the patient reviewed 'good samaritan' charging and stated they did not believe the patient¿s issue was related to depth of the implant. The caller would be meeting with the patient that day. Additional information from patient indicated when the patient used the replacement controller to charge her stimulator, the controller said ¿error, cannot resume, call manufacturer¿. Patient took the battery out, this screen resolved, and she did get the implant to charge. The patient said the message she had been seeing was ¿system problem¿ rm04 when she tried to charge implant. They had tried to resolve the issue by taking the battery out 4-5 times but it had not resolved their issue. They mentioned that she "never really had a problem with programming just the external components of her recharger. They noted the error of rm04 occurred on (B)(6). They stated the doctor was a 2 day trip away and there were no decent doctors in their area. A replacement recharger would be sent. Repair called later that day to tell patient services that the patient should be directed to their rep or doctor as they felt the patient was confused on how to operate the equipment. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who reported that ins takes a long time, 3.5-4 hours to charge and sometimes only charges to 80%. Patient also mentioned that the recharger has overheated in the past because of how long it takes the ins to charge, and thinks it might have overheated again today. Patient said the reason it takes the ins so long to charge is because the ins battery level will get stuck on certain percentage for an hour or more and won't increment unless she resets the controller by taking out the battery pack and reinserting it. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Consumer reported the controller/antenna were faulty and the issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745bp lot# serial# (B)(6) product type accessory product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient. H10. Additional review indicated information from manufacturer reports # 3004209178-2019-14717and 3004209178-2019-06751 pertained to this event. Any additional information received will be submitted as a supplemental filing to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that often they cannot even charge completely because it takes so much juice. It takes almost 100% of the charge when it used to take 30% from start to finish. Sometimes the ins stops charging at 80% and the patient thinks that there is a disconnect somewhere. The patient charges every day and a half. She indicated that she does not want to charge every day because she is not always home. The patient wears the belt while recharging and walks around sometimes. If she moves around, it keeps buzzing and does not stay in perfect position. The patient was able to connect with excellent recharge quality to charge at the time of the report. The recharge speed was set to 4, and the patient was going to turn it down to a slower speed to see if it resolved the errors that have been occurring during recharge. The patient has a theory that the external components are not communicating appropriately with the implantable neurostimulator. The patient does not think that the patient controller turns the implantable neurostimulator off completely at night. The patient indicated that sometimes she turns the implant off and it has 40% charge, and then in the morning instead of saying 40% charge, it will either say 30% or 50%. The patient noted that this has happened many times. It was also reported that the ins site is painful if the patient backs into it. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient saw a software problem on screen during the call. Caller reported she had seen numerous software screens in the past but did not remember their details. They took the li battery out and it cleared the software messages. Caller stated she called someone and they said that the manufacturer had already replaced the controller and recharger and now she needed to see her doctor. It was unclear who caller was referring to. They saw the software problem when the rtm (recharger) was plugged in and trying to start a charge session. They stated the controller battery level was 100% and the ins battery level was 79%. They saw the following screen on the controller: '1. Intellis 2. 3.0 3. 1540 4. Apmanager.c.' They were instructed to try removing and re-inserting the batteries or battery pack, which resolved the issue. The patient called back on (B)(6) 2019, stating they saw a software problem when they just activated screen and she was going to charge ins. The screen showed (1 and 2 unknown), 3-243, 4-qf_port. It was reported that lithium ion battery pack was being used and the controller was connected to the recharger. They were sent to repair. They called back again on (B)(6) 2019, and they went over screen 6 and which option to select. The patient was able to successfully pair the controller. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported. On (B)(6) 2019 crts 3840928x4, rpl (B)(4) (con): additional information was reported from the consumer. They stated the controller screen was blank and black. Caller stated they had reset the controller, powered the controller down, and "pressed all the buttons." Caller states resetting sometimes works but "not anymore." Caller also mentions when she charged last, her controller only charger her ins to 90% then quite and her controller was at 100%. They tried troubleshooting by turning the controller on/off when plugged in, and removing and reinsert lithium ion battery pack, but were unsuccessful. They confirmed there was no visible damage to external equipment. They called back on (B)(6) 2019 stating they had not heard back from repair. They were transferred. They called again on (B)(6) to say they received the new battery pack. They stated they put the battery in the controller and nothing they did would revive the screen. Caller stated the screen was blank and dead. Caller stated she was seeing the green light and tried other outlets but the screen did remain blank. Patient services had the caller plug the ac power cord into the controller with no battery and the caller stated the screen stayed blank. They called again on (B)(6), stating they inserted the new li battery into the controller however they were not able to get beyond the set up screens due to seeing a message that the controller needed to be charged. It was reviewed that the patient should plug the controller into ac power supply for 2-3 hours to allow it to sufficiently charge, and then she can attached the rtm to navigate through he set up process. They confirmed she will do so. The patient called again on (B)(6) 2019 stating they finally got the battery (that was sent on saturday), charged, but that wasn't the problem thirdly. They stated they got another controller yesterday. Their implant had not been charged for week. The patient reported the same information that was already reported. This morning when they took off the charger, it told patient 'no device found' screen 16, when they were just trying to check the screen. The patient stated they charged their implant last night. While on the phone patient was seeing 'pg 49'. They states in the last 1.5 years had problems with the equipment. They noted they were going on a trip. No further complications were reported. On (B)(6) 2019 rpl (B)(4) (con): additional information received from the patient. It was reported that the controller was not working right. The patient has had everything replaced at least once. There were no further complications or anticipations reported with this event. On (B)(6) 2019 crts, rpl (con): additional information from patient was received. Patient stated having recharging issues for the last year and had multiple components replaced. Patient continued seeing ¿weird message¿, they had to reseat battery, continue charging but the next time they charged, the message appeared again, patient had this with multiple issues, but these instances had been reported. Patient noted data showed stim was used yesterday and recharging data was as follow 1/6 70% 2 minutes 1/6 70% 0 minutes 1/6 70-100% 44 minutes, excellent 1/7 30-40% 2 mins, excellent 1/8 40% 0 minutes 1/8 40-90% 0 minutes, excellent 1/8 90-100% 11 minutes, excellent 1/8 90-100% 1 minutes, fair tss start recharging ins during the call and saw rm04, system problem, they reseat battery, but screen was stuck on ¿checking the recharger¿. They reseat recharger and ins started charging (controller was at 100% and ins was at 60%) with excellent quality. Patient had been sent 3 new controllers, battery pack and recharger. They unlocked controller to ensure ins was still charging but it showed that recharging session had been ¿terminated¿ and went to passive recharge mode (they had seen this before). After seeing al screen, ins went back to charging normally. Tss suggested patient ensured controller time and date was corrected given discrepancy with recharging dates. A replacement recharger brand new would be sent, out of box recharger to patient. Additional information on (B)(6) 2019 from patient indicated patient received new component yesterday, and it did not correct the issue as far as inability to charge ins, patient had not been able to use ins for the past couple days. Tss and patient reviewed good samaritan charging and stated they did not believe the patient¿s issue was related to depth of the implant. On (B)(6) 2019 crts3844988, (B)(4) (con): additional information from patient indicated when patient used the replacement controller to charge her stimulator, the controller said ¿error, cannot resume, call manufacturer¿. Patient took the battery out, this screen resolved, and she did get the implant to charge. Patient said the message she had been seeing was ¿system problem¿ rm04 when she tried to charge implant. A replacement recharger would be sent. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was calling to ensure her complaints were documented. Patient stated she called in last week stating ins took a long time to charge and rtm heats when she does. Patient was advised to decrease charge speed which patient did but patient stated ins still took 3 hours to charge which patient was unhappy with. Patient stated the rtm does not get too hot causing patient to stop charge session, and patient does not have to reset equipment to charge. Patient also mentioned that she does not believe equipment was communicating with the ins like it was supposed to and stated she turned ins down to 0v and off during the night. Patient did mentioned a couple weeks ago, they started seeing screen 50 (prm). Patient stated it happened 3 times this week. Patient stated last night the ins and controller were 50%, and this morning when patient attempted to charge ins, patient saw screen 50 and the next time patient connected, ins was up to 80%. Patient mentioned "it went really quickly from 50-80% in prm. Patient stated they wished it stayed that way all the time.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (b(4). Product type: programmer, patient. Product ID: 97745, serial# (b(4), product type: programmer, patient. Product ID: 97755, serial# (b(4), product type: recharger. Product ID: 97745bp, serial# (b(4), product type: accessory. Product ID: 97755, serial# (b(4), product type: recharger. Product ID: 97745, serial# (b(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there were no changes in programming or activity level when asked what circumstances that led to the controller only charging the ins to 90% and inability to charge the ins. Additional information was received from the patient on 2019-05-30. The patient reported that she was going to her doctor to have the issue resolved and questions answered. The patient reported that she has had several replacements on everything except the implanted battery. The patient continued to have problems with the external equipment. The patient reported that she had decreased deficiency with the new setup, described the external equipment as being schizophrenic and bipolar; sometimes it would take 45 minutes to charge and other days it¿ll take 2 hours. The patient reported that the device was giving her nothing but stress with the recharging of it. The patient noted that she never knew when to start a charge, so she could go to bed at a decent time. The patient also reported that a manufacturer¿s representative (rep) had to reset the device to trial settings; somehow it got changed. The patient reported that the problem had been with keeping it charged and parts that worked. The patient also noted getting the weirdest possible screen messages. No further complications were reported.